Event description:
The physician attempted to use the catheter and found upon opening it that it was pinched and unusable.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04 (lot # l12961) and sub-assembly (B)(4) (lot# l12794). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12961) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects; all lot passed 100% visual inspection. The DHR review of sub-assembly (B)(4) (lot# l12974) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. All destructive testing were completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.